Event description:
The customer contact reported no suction. Prior to pt use, during the testing of the suction set up, the healthcare professional noted no suction. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number in the "other "field.